Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Medical records have not been made available. Additionally, no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: (B)(6) 2005 - a bard composix e/x mesh, elliptical was used to repair patient's hernia defect. In (B)(6) 2009: the patient's bard composix e/x mesh, elliptical had become tangled and migrated toward patient's bowels. On (B)(6) 2010: the patient underwent surgery to explant the composix e/x mesh. The attorney for the patient alleges the patient continued to experience abdominal pain and discomfort after the composix e/x mesh. The patient has suffered and will continue to suffer physical pain. The patient has serious and permanent injuries.